Event description:
An ophthalmic surgeon reported "poor actuation" during surgery. The initial priming test was passed, aspiration was functioning, but the cutter did not work. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).